Event description:
It was reported from (B)(6) by medical staff that a patient at home experienced critical battery alarms and power switching. The controller and battery were exchanged with no reported consequence or impact to the patient. No additional information was reported. This is report 1 of 2.

Manufacturer narrative:
Battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Analysis of the battery revealed that it met specifications; the device passed visual examination and functional testing. Log file analysis revealed a critical battery alarm on (B)(4) 2015 and also showed instances of the controller switching its power connection from one battery to the other before the first battery is discharged below 25%, which confirmed the reported event. The controller and battery were in use when the reported event occurred. The most likely root cause of the reported event can be attributed to communication errors between the controller and battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01789 and 3007042319-2015-01790) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. From the complaint description: logs sent by the hospital, one critical battery alarm and switching were verified (no date). The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01789 and 3007042319-2015-01790) submitted for devices related to the same event.